Event description:
It was reported that the customer experienced high blood glucose up to 404 mg/dl. Customer took a bolus of insulin to treat. Customer believed the infusion set may not have been inserted correctly. She then treated manually with a syringe. During troubleshooting, insulin exited the tubing while performing a manual prime and no leaks were found. Upon removal of the infusion set, cannula was not bent. Customer checked her blood glucose again, which was at 383 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.